Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's ui pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control received a report of a device not booting-up properly during attempt to power on. It was reported that "upon powering up this unit, it goes directly into set-up mode but speed dial is non-functional and unable to access set-up mode." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not returned for evaluation.

Event description:
Physio-control received a report of a device not booting-up properly during attempt to power on. It was reported that "upon powering up this unit, it goes directly into set-up mode but speed dial is non-functional and unable to access set-up mode." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.